Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to a suspected lead body damage. Additionally, the attempt was made at the left branch and the helix would not extend once retracted. A new lead was implanted. No adverse patient effects were reported.